Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the touch screen became unresponsive when attempting to unlock the pump. Touch screen is unresponsive in the upper left and center sections. No impact to customer's blood glucose level.